Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 224 mg/dl on customer's sensor system, 108 mg/dl on nurse's performa system within 10 minutes. No information was provided for the performa system no adverse event was reported. A request was made for the return of the system.